Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a low volume outside range. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported low volume outside range which was reproduced as an under infusion outside of the range by 5.5243%. The customer did not provide an event occurrence date or infusion parameters, however an event history log (ehl) review of the last days of customer use was performed and found no abnormalities that could cause or contribute to the reported problem. The cause was determined to be the pressure plate was out of adjustment. The pressure plate was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.